Manufacturer narrative:
In addition, to the reportable malfunction mentioned in the event description. The evaluation confirmed the user¿s report of angle defect, as there was no upward angulation due to an angle wire breakage. The angle lever doesn¿t work smoothly. The device failed the leak test due to a hole in the biopsy channel and there was a leak on the suction port base. The adhesive part of the light guide lens has peeled off. The insertion tube was crushed (dented). There were scratches observed on control body unit, eyepiece, grip, ud plate, and on the light guide cover. There was a dirt on the grip that is difficult to remove. The investigation cannot conclusively determine the cause of the reported event, as the investigation is ongoing. This report will be updated when the legal manufacturer¿s investigation is completed and if new information is received later.

Event description:
The user facility reported an angle defect. No patient injury reported. The device was returned to olympus for evaluation. During the evaluation of the device the insertion tube coating was found peeling, which is a reportable malfunction. This MDR is being reported to capture the reportable malfunction found during the evaluation of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress during operation, external factors or handling. It is recommended that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.